Event description:
Baxter (B)(4) received a report that an infusor leaked at the end of filling. The device was being filled with a solution of doxorubicine. The facility reported that the leak was due to a cut in the inlet of the device. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is not available. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of a leak could due to a cut not be confirmed and the root cause could not be determined. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.